Event description:
During a conversation with a maquet sales representative on 09/12/08, the hospital purchasing staff mentioned that they have observed an increase in infections over the last month or two. Since the hospital did not provide or report the number of failures, any device malfunctions, lot numbers, date of the occurrences, or any interventions performed, only one report will be submitted for the reported information. The event will be filed as a serious injury because patient status is unknown. Maquet is currently requesting additional details in order to investigate further.

Manufacturer narrative:
Maquet is currently attempting to obtain further detailed information from this hospital. It is unknown if the device(s) will be or can be returned to cardiac surgery for investigation. We will continue to pursue obtaining more details and attempting to get the device(s) back if possible to cardiac surgery for investigation with the customer. A lot history record review cannot be performed because the lot number was not provided by the hospital. A supplemental report will be submitted when additional information is received.